Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the cubie failure. A field service engineer confirmed that the issue has been resolved by the customer. The system functioned as intended as the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system half height cubie failed due to a physical damage of station pc-3w. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.